Event description:
The patient reported that she experienced blood glucose of 335 mg/dl with nausea and dry mouth. The patient reported that she woke up this morning and her bg was 113 mg/dl and increased through the day to 179 mg/dl, then 295 mg/dl, and finally 335 mg/dl. The patient reported that she was six months pregnant. The patient reportedly used the pump to bolus and her bg responded to 163 mg/dl. The patient stated that the bolus history was correct. The patient was unable to continue troubleshooting but stated she would call back if she had any additional problems. The patient has not called back and the patient has not reported any further issues. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.